Event description:
Rptr stated unit went to zero pressure when inadvertently turned off during posterior segment surgery. Choroidal hemorrhage occurred. Pt reportedly not doing well. An anterior chamber washout was performed on 7/9/97. System has been used since without incident.

Manufacturer narrative:
H10: received FDA form 3500a from the user facility. Updated info listed as "ni" on original submission. H-11: user facility info corrected: d3,d6- model, serial number, f14: this info should remain as initially reported by MFR, f10 codes originally supplied by MFR based on info provided at the time event occurred. This report was mailed in to FDA on: 10/17/1997.